Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tissue prolapse occurred. The target lesion was located in the right coronary artery. A promus premier stent was selected to treat the lesion. However after deployment it was noticed under angiography that there was a tissue prolapsed to the stent strut. A second premier stent was deployed to fix it. The procedure was completed with this device. No patient complications were reported and the patients' status is fine.